Event description:
It was reported that an arteriotomy closure of the moderately to heavily calcified right common femoral artery was attempted using a proglide device after a chronic total occlusion coronary interventional procedure. Reportedly, the proglide plunger was retracted from the device body, but no suture was present. The device was removed, and a second proglide attempted, with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined; however, the patient moderate to heavy calcification in the common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The second perclose proglide device is being filed under a separate medwatch MFR number.